Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during an endoscopic papillary large balloon dilation (eplbd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a perforation and bleeding was observed from the papilla when inflated to 2 atm, and at the same time, a hole was noted on the balloon. The bleeding was attempted to be treated by ballooning but was not successful. A metal stent was placed to stop the bleeding the next day on (B)(6) 2020. Reportedly, it is unknown whether the perforation was caused by the hole in the balloon or by the expansion the bile duct. The patient condition following the treatment was reported to be fine.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. Block h6: problem code 1504 captures the reportable event of balloon pinhole. Patient code 2001 captures the reportable event of patient perforation. Patient code 1888 captures the reportable event of patient bleeding. Patient code 3191 captures the reportable event of additional intervention. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as handling of the device, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Regarding the perforation and hemorrhage reported in the complaint these are known potential adverse events related with the use of the device and are noted within the dfu. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during an endoscopic papillary large balloon dilation (eplbd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a perforation and bleeding was observed from the papilla when inflated to 2 atm, and at the same time, a hole was noted on the balloon. The bleeding was attempted to be treated by ballooning but was not successful. A metal stent was placed to stop the bleeding the next day on (B)(6) 2020. Reportedly, it is unknown whether the perforation was caused by the hole in the balloon or by the expansion the bile duct. The patient condition following the treatment was reported to be fine.